Event description:
During xlif procedure the inserter broke. Spring flew to floor, washer, thumb-screw, inner and outer sleeve removed from surgical field. All sterile scrubbed personnel changed gloves after all pieces were handed off surgical field. Sales representative was present in room - spoke to his company. Company believes setscrew must have been loose prior to sterilization of instrument. All pieces of instrument went with sales rep. Back to nuvasive company.